Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain in extremity ("she started having leg pain"), arthralgia ("hip pain / hoping joint pain will go away after time"), vitamin d deficiency ("low on vitamins/ working on building my vitamin d, magnesium and b12"), magnesium deficiency ("working on building my vitamin d, magnesium and b12"), vitamin b12 deficiency ("working on building my vitamin d, magnesium and b12") and pelvic pain ("I could always feel the left one") and was found to have hormone level abnormal ("I am on low on vitamins and hormones"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, pain in extremity and arthralgia had not resolved and the vitamin d deficiency, magnesium deficiency, vitamin b12 deficiency, hormone level abnormal and pelvic pain outcome was unknown. The reporter considered arthralgia, back pain, hormone level abnormal, magnesium deficiency, pain in extremity, pelvic pain, vitamin b12 deficiency and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter was added. Events joint pain, vitamin d deficiency, magnesium deficiency, vitamin b12 deficiency, hormone level abnormal were added. Total hysterectomy was captured as a on-drug treatment to back pain. On 23-mar-2020: social media: reporter, events were added, removal date added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.